Event description:
Tubing separation. The pt was receiving a heparin infusion at an unspecified rate. The nurse noted fluid leaking from the site where the male end of the tubing set was connected to the pt's clc2000 port. As the nurse took hold of the tubing to examine the leak, the male end of the tubing set separated from the IV tubing and remained in the clc2000 port. The nurse immediately clamped the pt's clc2000 port tubing and changed the clc2000 port. There were no adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.